Event description:
It was reported to philips that during a procedure, the monitor in the examination room stopped displaying images. The patient was transferred to a different system. There was no patient or user harm reported. Philips has started an investigation of this complaint.